Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("cramping in her abdomen") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), fatigue ("extreme fatigue"), vaginal haemorrhage ("abnormal vaginal bleeding"), muscle spasms ("cramping in her lower back, leg, hands and fingers"), vaginal discharge ("vaginal discharge"), weight increased ("weight gain"), dizziness ("dizziness;"), pyrexia ("fever"), alopecia ("hair loss") and procedural pain ("painful post-operative recovery"). The patient was treated with surgery (underwent a bilateral salpingectomy to remove the essure). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain, fatigue, vaginal haemorrhage, muscle spasms, vaginal discharge, weight increased, dizziness, pyrexia, alopecia and procedural pain was resolving. The reporter considered abdominal pain, alopecia, dizziness, fatigue, muscle spasms, procedural pain, pyrexia, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: since having the surgery, plaintiff s symptoms are mostly resolved. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("cramping in her abdomen") in a 32-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included live birth and miscarriage. Concurrent conditions included body mass index normal. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2016, the patient experienced pelvic pain ("pelvic pain"). On (B)(6) 2016, the patient experienced menorrhagia ("menorrhagia"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), fatigue ("extreme fatigue"), vaginal haemorrhage ("abnormal vaginal bleeding"), muscle spasms ("cramping in her lower back, leg, hands and fingers"), vaginal discharge ("vaginal discharge"), dizziness ("dizziness;"), pyrexia ("fever"), alopecia ("hair loss"), procedural pain ("painful post-operative recovery"), dysmenorrhoea ("dysmenorrhea"), abdominal pain lower ("cramping"), uterine pain ("uterus pain"), back pain ("lower back pain") and pain in extremity ("right leg pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (underwent a bilateral salpingectomy to remove the essure). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain, fatigue, vaginal haemorrhage, muscle spasms, vaginal discharge, weight increased, dizziness, pyrexia, procedural pain and abdominal pain lower was resolving, the alopecia, uterine pain, back pain and pain in extremity had resolved and the dysmenorrhoea, menorrhagia and pelvic pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, back pain, dizziness, dysmenorrhoea, fatigue, menorrhagia, muscle spasms, pain in extremity, pelvic pain, procedural pain, pyrexia, uterine pain, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: since having the surgery, plaintiff s symptoms are mostly resolved. Patient had essure removed prior to testing. Current weight 152lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.2 kg/sqm. Pathology test: on an unknown date: there is a 2.0 cm in length, 0.2 cm in diameter coiled portion of metal and a 2.0 cm in length, 0.1 cm in diameter metallic pin. Representative sections are submitted. Most recent follow-up information incorporated above includes: on 4-dec-2018: pfs received:event dysmenorrhea,lower abdominal cramping,uterine pain,back pain,leg pain added. Outcome of event uterine pain,back pain,leg pain added as recovered. Concomittent condition added. Lab data added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.